Event description:
Pump experienced a cartridge change error, prompting customer to seek assistance. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to inspect and clean the pump's pneumatic tap area, ensure the o-ring was intact, and follow on-screen instructions to complete the loading process.